Event description:
It was reported that a new castor was needed for the navigation system, the current castor was not functioning to specifications. There was no patient involvement, procedural delays, medical interventions, or adverse consequences reported with this event.